Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported having issues with the settings and programming on the insulin pump. The customer reported experiencing low blood glucose events, including being hospitalized 4 months prior to the phone call with the helpline. The customer reported having readings of 20's mg/dl. During one of the past episodes. The customer reported blood glucose rapidly and unexpectedly dropping in the past. The customer was advised to call the helpline back if the episodes recurred in order to troubleshoot. The customer did not wish to troubleshoot the insulin pump during the phone call. No further information was provided.